Event description:
It was reported guidewire entrapment occurred. A 1.75mm rotalink plus and rotawire and wireclip torquer were selected for a coronary angiography and interventricular angioplasty procedure with active stent placement. During the beginning of the procedure, the guidewire became blocked and was unable to pass through the rotalink plus. The guidewire rotates when the motor is turned on. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotalink rotablator plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed with a test rotawire, as the rotawire used in the procedure was not returned for analysis. The test wire was able to be advanced through the rotablator device and removed without resistance or issues. Functional testing was then performed by connecting the rotablator advancer to the rotablator console control system. When the foot pedal was pressed, the brake activated and was not able to rotate or be adjusted while the foot pedal was pressed.

Event description:
It was reported guidewire entrapment occurred. A 1.75mm rotalink plus and rotawire and wireclip torquer were selected for a coronary angiography and interventricular angioplasty procedure with active stent placement. During the beginning of the procedure, the guidewire became blocked and was unable to pass through the rotalink plus. The guidewire rotates when the motor is turned on. No patient complications were reported.